Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic. Upon interrogation, the right ventricular lead exhibited noise which led to inappropriate heart rate decrease. No intervention or patient symptoms were reported.

Event description:
The lead was capped and replaced on (B)(6) 2015.